Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element, mr, ous 2.75x16mm stent delivery system (sds) was returned for analysis. The proximal end of the device including the manifold hub was not returned therefore it was not possible to identify the batch/serial number of this device. The stent moved on the balloon approx. 4mm in a distal direction towards the distal markerband. The proximal struts were stretched and misaligned, the centre struts were stretched, bunched and misaligned. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that manifold/hub was not returned. There was a hypotube shaft break at 1465mm from the end of the distal tip. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking while crossing the calcified lesion. There were also several hypotube kinks noted along full catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24aug2016. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified left circumflex (lcx) artery. After placing a non-bsc guide wire, predilation was performed with a non-bsc balloon catheter. A 2.75x16mm promus element ¿ drug-eluting stent was then advanced to but failed to cross the lesion. Additional dilation was performed at high pressure and the procedure was completed with another of the same device followed by post dilatation. No patient complications were reported and the patient's status was stable. However, return device analysis revealed hypotube broken, stent damaged and stent moved on balloon.